Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned for investigation. Based on the results of the investigation, the field service engineer (fse) found the device issues during maintenance and were resolved upon turning the power on again. The issues were intermittent, therefore, the equipment is under observation. No further information could be obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer reported (on behalf of the customer) that the visera elite ii video system center had no image on the monitor screen and also found that the touch panel had a blackout once power was on, and a color bar was displayed with the camera head. After 4-5 hours, they checked the equipment again by powering it on, and it was working fine, so the problem was intermittent, and hence the equipment is under observation. The issue was found during maintenance. There were no reports of patient involvement.